Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who reported the right front caster/wheel locked up causing the end user to fall. The end user had an older spinal fusion procedure. The user felt the fall exacerbated the prior injury and he had a subsequent laminectomy. The end user thought he was using the device incorrectly and continued to use the device and had fallen approximately 8 more times with no further injury reported. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.